Event description:
Related manufacturer reference number: 2017865-2024-34952. It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) extended while redocking the lp to the delivery catheter and the lp dislodged. The physician continued with repositioning and implanted the lp. Post-procedure, a pericardial effusion was observed and the patient complained of pain during threshold testing. Pericardiocentesis was performed. Interrogation afterwards showed pacing impedance had increased and r-wave amplitude sensing had decreased from post-implant values. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.